Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No battery alert noted during testing. Pump error detected alarm noted in pump history files and power graph due to moisture damage on electronic assemblies. (B)(4).

Event description:
Customer reported via phone call that insulin pump had power error twice. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that notification light did not immediately stop flashing. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.